Event description:
In the article "dermal fillers: facts and controversies", clinics in dermatology (2013) (B)(6), the authors describe a case report involving a patient who developed"...purulent infections and drainage after hyaluronic acid injection". Patient rec'd "antibiotic therapy and local care". No add'l adverse event info was provided in that article.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of "purulent infections and drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this device.